Event description:
It was stated that the customer was hospitalized, and sustained serious and permanent personal injuries while using the insulin pump and infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.